Event description:
Material # mx4439. Batch # 24069065. It was reported by customer that stop-cock with propofol in lumen but locked and connected to patient as lactated ringer's gravity infusion number of drops (gtt). Locked the gtt with roller clamp and distal clamp near IV. Removed the stopcock and noticed that the plastic luer-lock inside the lumen sheared off. Verbatim: rcc received a complaint via email. Stop-cock with propofol in lumen but locked and connected to patient as lactated ringer's gravity infusion number of drops (gtt). Locked the gtt with roller clamp and distal clamp near IV. Removed the stopcock and noticed that the plastic luer-lock inside the lumen sheared off. Product number - mx4439. Lot number - 24069065.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of component damage - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mx4439 and lot# 24069065 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material # mx4439; batch # 24069065. It was reported by customer that stop-cock with propofol in lumen but locked and connected to patient as lactated ringer's gravity infusion number of drops (gtt). Locked the gtt with roller clamp and distal clamp near IV. Removed the stopcock and noticed that the plastic luer-lock inside the lumen sheared off.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.